Event description:
At the end of a surgical procedure a pt was being transported to the ICU. At the start of transport, the peep valve, which had been placed on the bag-valve became dislodged. The pt continued to be ventilated by hand by occluding the connector over the peep valve attachment. Upon arrival at the ICU, the pt began to desaturate. The et tube appeared to be in proper placement and the bag/valve device was still attached to the 02 cylinder. Several seconds later the pt became bradycardic. Saturation was about 85% and heart rate dropped to 32 bpm whereupon the pt became hypotensive. Chest compressions were begun and atropine was given but ineffective. Full acls protocol was begun as the pt became what appeared to be asystolic. Hand ventilation continued until placed on the ICU ventilator. A resident noted no oxygen was coming out of the regulator and began to manipulate device until oxygen began coming out again. The initial setting was not noted. The pt returned to a normal sinus rhythm and the code was stopped. It is believed that this event was not necessarily related to a malfunction of this equipment but rather, during transport, the dial setting changed to a location between settings interrupting oxygen flow.